Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error during bolus delivery. The customer¿s blood glucose level was 350 mg/dl at the time of the incident and will treat with manual injection. The customer stated that the drive support cap was loose and there is a crack on the top of the insulin pump reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. Motor passed motor test. No motor error alarm. Drive support disk was inspected and no anomaly was noted. Device received with minor scratched display window and cracked reservoir tube lip, stained end cap sticker and stained address number label.